Manufacturer narrative:
Date of event is estimated. The event of system explant due to complications from incorrect lead placement was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs system was explanted in (B)(6) 2017 due to complications that occurred as a result of the lead being placed incorrectly in 2010. The patient had a spinal cord injury and the lead was pushing through the skin.